Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the error was reproduced. Additionally, the evaluation found the following non-reportable malfunction(s): the lock was also broken; battery drain; and bottom foot rubber wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus they received a b30 scope communication error on the video system center, even when multiple scopes were connected. The issue was found during preparation for use. The procedure was completed with a similar device. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that faulty video connector was the cause. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was diagnostic.